Event description:
The complainant stated that the knee function is running down on its own and will not shut off at the down limit switch.

Manufacturer narrative:
Technical support instructed the accounts engineer to replace the connector board. Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.